Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). (B)(4). Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The device was observed under the microscope and it was observed with the plunger in completely advanced position. No damage was observed. The intraocular lens (iol) was received in a plastic container. Residue of viscoelastic was observed on the lens surface. One of the haptic was detached. The other haptic was observed in good condition. The customer's reported complaint was verified. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to (B)(6) has been submitted.

Event description:
It was reported that the haptic of the pcb00 monofocal iol (intraocular lens) was missing after the implantation into the patient's operative eye. As a result, the incision was enlarged, the lens removed and a new lens implanted as a replacement, during the same surgical procedure. Sutures were also required. No vitrectomy was performed. Additional information was received and the account commented that they are expecting a normal recovery for the patient. No additional information was provided.